Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported foreign material on the operative eye. A brief description from the surgery center indicated the surgeon had performed five (3) cataract procedures and it was the third (3rd) patient that was presented with the foreign material under the slit lamp on a 2 day post op exam. The patient had no chief complaints. In addition, the surgery center indicated when the anterior chamber was irrigated, it was noted ¿something glitter which seems as ¿metal debris¿ found in the operative eye and it was suspected if the metal material was from the handpiece. Through follow up, the surgery center suspected that the light-reflecting foreign body was crystal substance, not metal. Water cannon was used to flush the reusable tubing pack. The surgery center indicated perfusate is compound sodium chloride solution. There will be deposit or crystal after long use. There will be residue in tube when saline solution passes through it. After high temperature and pressure disinfection, crystal occurs when water evaporates. There will be residue if flushed by water. Furthermore, the handpiece and tip were examined to detect if there was a breakdown of the accessories. The handpiece and tip were found to have no failure. The material noted on the operative eye was removed by the surgeon. The patient outcome is good and the patient did not have any feeling of foreign body sensation. This report is for tip accessory.

Manufacturer narrative:
Additional information was received and indicated the foreign material that was removed had disappeared once taken out. No issues were reported. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The product will not be returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. All pertinent information available to the manufacturer has been submitted.